Manufacturer narrative:
Patient noted to be young. Device is an instrument and is not implanted or explanted. The complainant parts are not expected to be returned for evaluation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a retrograde/antegrade femoral nail (rafn) procedure on (B)(6) 2015. After finishing the proximal locking, the surgeon attempted to remove the jig from the nail. Despite using a screwdriver, the bolt failed to disconnect from the top of the nail. A surgical delay of five (5) minutes was noted. This report is 1 of 2 for (B)(4).